Event description:
Patient experienced baclofen withdrawal. Symptoms included chilling, sweating, itching and increased spasticity. Pump was stopped and catheter disconnect was suspected. Patient required very large doses of baclofen to control withdrawal symptoms. Patient is doing well now with the new catheter.